Event description:
Reporter states he has been using the product for several months for injuries to shoulder and hip muscle strain pain. He pulled the skin off when he removed the patch after wearing for 6-8 hours and it is very painful. He has used many times previously without problem. This is the first time this happened. He has treated with salve on a large gauze pad.